Manufacturer narrative:
Age of device: 4 years, 8 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that device alarmed for low flow, low speed and low voltage advisories and pump stoppages. Patient fell asleep during the vad alarms. Manufacturer's technical service representative reviewed the log file and observed pump stoppage on (B)(6) 2018 while connected to power module and suspected a short-to-shield. Since then the patient has been connected to the power module many times and the pump stop has not reoccurred. The low voltage advisories all were due to normal battery depletion and triggered at the correct voltage level. Patient was at home and was scheduled to be admitted due to worsening renal function. Patient was on battery and an orange cable. It was decided that patient would remain on grounded cable. An x-ray was performed which was unremarkable. No further information was provided.

Event description:
Patient receuved 2 ungrounded patient cable since a short-to-shield was suspected. Currently patient has cables with superficial damage and multiple kinks. It will not be returned.

Manufacturer narrative:
Investigation summary although a root cause for the pump stop captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. A pump stop was captured on (B)(6) 2018 2:41am corresponding to alarms for low speed and low flow hazard, as well as an elevation in pump power. The event occurred while on power module. No other issues were captured. Low voltage advisories were captured due to normal battery depletion. Based on previous complaint experience, the captured event appeared consistent with a potential driveline issue, however, a specific cause could not be conclusively determined. The patient was placed on an ungrounded patient cable and remains ongoing on vad support. No repair was scheduled. A correlation between the device and the reported renal failure could not be conclusively determined through this evaluation. Renal failure is listed in the hm2 IFU as an adverse event that may be associated with the use of the hm2 lvas. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. The IFU explains that users should connect to the power module when sleeping or when there is a chance for sleep. Hm2 IFU doc#10006960 rev c. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. All hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot.